Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer called because the lancet was sticking out past the end of the cap after he fired it. The lancet was seated properly when it was protruding from the end cap. No adverse event alleged. A request was made for the return of the device.